Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a final driver was twisted, preventing it from mating with a screw. This was found during a routine inspection so the information related to the event occurrence is unknown.

Event description:
It was reported that the tip of a final driver was twisted, preventing it from mating with a screw. This was found during a routine inspection so the information related to the event occurrence is unknown.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed deformation damage on the tip. A functional inspection was performed with a closure top (07.02010.001 lot w643211) and found the driver was unable to mate with the screw. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.